Manufacturer narrative:
See h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2019-01105; 804-07-153, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Instrument failure - the tip of this drill broke off into the patient during the case, broken/fragmented pieces left in patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available